Event description:
A report was received that a patient will undergo a revision due to pain from a migrated paddle lead. The patient has been prescribed steroids and pain medication for the pain.

Manufacturer narrative:
Additional information was received that the patient's paddle lead was repositioned and nothing was implanted or explanted. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient will undergo a revision due to pain from a migrated paddle lead. The patient has been prescribed steroids and pain medication for the pain.